Event description:
It was reported that while the ventilator was not connected to pt ventilator generated two technical alarms. One indicating disabled valves and the other indicating an internal memory error. This was followed by a loss of settings and reset of the ventilator. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).